Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller becoming warm to the touch was not confirmed. Within the provided log file, data from the reported event date of 22may2024 was reviewed, and the pump operated as intended throughout the data. No atypical events were observed. The returned system controller (serial number (B)(6)) was functionally tested and was found to perform as intended, and the controller did not feel warm to the touch or experience a significant increase in temperature throughout testing. Temperature measurements were taken at various areas on the controller during extended testing, and all measurements were observed to be within an expected range of an operating controller. Questions regarding the event were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev. D, section 2 ¿how your pump works¿) cautions "do not place the system controller on bare skin for an extended time. The system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104°f (40°c)." The heartmate 3 patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient's log files were reviewed for concerns of low flow alarms. It was noted that the low flow alarms mainly occurred at night. Additionally, the patient's system controller was exchanged due to excessive heating when on wall power.